Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified orthopedic surgical procedure, it was discovered that the compact air drive device stopped working properly. It was reported that the device was not driving the pins at all. It was not reported if there were any delays to the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.